Manufacturer narrative:
(B)(4). Product event summary:the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The lead was returned with the helix extended with tissue on it. The lead was stretched out of specification and explant damage was noted. The distal conductor was fractured completely due to flan. No insulation breaches were found.

Manufacturer narrative:
Correction.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had intermittent right ventricular (rv) exit block. During surgery, the physician noted visible insulation damage on the implanted rv lead. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.